Event description:
It was reported the superior vena cava coil impedance could not be measured on the ventricular lead and this tripped the patient alert. Device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a diagnostics problem. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011. Programmer alert event data shows 2 patient alerts for "svc defib lead impedance not taken" on (B)(6) 2011 02:15:03 and (B)(6) 2011 02:15:03.